Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 540 mg/dl. Troubleshooting found that the cannula was bent upon removal. Customeer was assisted with uploading to carelinkand contacted their doctor for their high blood glucose and already treated their high blood glucose.